Manufacturer narrative:
Integra received the device for investigation. It was received in a very poor condition. The head, motor and drive mechanism and some standard parts had to be replaced. The setting was out of specification, however, this is not thought to be the cause of the reported incident. Integra's investigation could not duplicate the incident. Corrective and preventive action is not required since no manufacturing or design related issue was confirmed. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
At the beginning of the procedure, the doctor tried to remove the skin graft from the pt and he realized that the graft was very thick. The user facility checked the device and could not determine the cause of the event; they questioned whether this was user error. Integra has requested additional info.